Event description:
On (B)(6) 2015, the patient underwent endovascular treatment of a thoracic aneurysm with chronic type b dissection using conformable gore® tag® thoracic endoprosthesis. According to the report, the device migrated slightly proximally upon deployment in the descending aorta, but the procedure was completed without any endoleak. On an unknown date, a follow-up computed tomographic examination reportedly showed a distal type I endoleak. It was reported that the true lumen diameter had become wider, resulting in a lack of apposition between the vessel wall and the device. On (B)(6) 2022, a reintervention was performed using gore® tag® conformable thoracic stent graft with active control system. The new gore® tag® device was implanted just above the celiac artery. The endoleak was resolved and the procedure was completed.

Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and endoleak.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.